Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.3ml insulin syringe. Consumer reported the thumb press was damaged. The returned syringe was examined, and it was observed that the flange was broken, and the barrel damaged. No damage to the thumbpress was observed. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (flange broken, barrel damaged). As per investigation completed by manufacturing, "on 18 dec 2019, holdrege received a complaint, via a picture. Visual inspection of the picture found (1) syringe with damage to flange. One side of the flange is broken from the syringe. There is also some minor damage to the barrel of the syringe right under the flange of the barrel. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause cannot be determined as no lot number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that the thumb press was damaged with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: the thumb press was damaged.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the thumb press was damaged with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(4) to english: the thumb press was damaged.